Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that approx 6 weeks post-op, the tm ardis implant was found to have migrated posteriorly. The implant is completely out of the disc space and is currently appears to be positioned in the soft tissue by the pedicle screws at the level below the original implant site. The original surgery is believed to be l3-l5. The implant that migrated is from l3-l4. The l4-l5 interbody has not moved. The pedicle screws are sequoia products and no issue was noted with the screws. It is also reported that the surgeon is not aware of any accident, fall, or significant has ordered a CT scan to further assess the patient. According to the report, no revision surgery has been planned at this time.